Event description:
Caller reported that insulin gauge displayed an unexpected amount and was currently experiencing a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Customer received education from technical support regarding how pressure variances can affect the displayed insulin amount, and was informed that the situation would resolve as insulin usage continued. Customer understood this explanation.